Manufacturer narrative:
Due to the patient requiring unintended medical intervention, in which the device was exchanged for another to prevent the patient from further declining, and that the device in this event is a life-supporting device, this event is being reported. The device was returned for internal investigation on december 1, 2025. The vdr-4 underwent procedural functional evaluation and demonstrated to be working properly. The event could not be replicated as the customer communicated. As the event could not be reproduced, there are no actions at this time. If additional information is received or a trend is observed with similar issues, a follow-up MDR will be submitted.

Event description:
On (B)(6) 2025, it was reported that while a vdr-4 device was in use on a patient, the customer representative had difficulty adjusting the controls on the vdr-4 ventilator. It was communicated that the device controls were unresponsive and the ventilator continuously alarmed. The ventilator had to be exchanged to avoid any further patient decline. Due to the unintended medical intervention, this report is being submitted.